Event description:
The customer reported tpn was infusing. The tubing separated from the top of the upper fitment. Due to the risk of infection, the PICC line was taken out. The tube feedings were increased instead of replacing the line. The set was discarded. There was no report of patient harm or medical intervention. No further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The complaint of tubing separated from upper fitment was confirmed by the picture sent in from the customer. The root cause of this failure was not identified.